Event description:
Medtronic received information on a retrospective review from the european journal of cardio-thoracic surgery entitled ¿surgical outcomes in the treatment of patients with tetralogy of fallot and absent pulmonary valve.¿ the purpose of the study was to review (1982-2006) the operative results of 62 patients (20 males/42 females), aged 1 day to 35 years old, following surgical repair of children with tetralogy of fallot (tof) and absent pulmonary valve (apv). Operative mortality was defined as death within the initial postoperative hospitalization or within 30 days from surgery. Three patients expired with in this time frame. One of the three operative deaths was from severe myocardial infarction (mi). During the follow-up period of one day to 22 years, there were five late deaths. Two deaths were cardiac, sudden death (n = 1) and death following reoperation for right ventricle¿pulmonary artery conduit change (n = 1). The remaining deaths were non-cardiac, malignancy (n = 1), viral pneumonia (n = 1), and septic shock (n = 1). Following surgery, the chest was left open in 11 patients who required delayed sternal closure in the intensive care unit few days postoperatively, which was noted to be a common practice. Major postoperative complications included re-exploration for bleeding in one patient, and one patient required permanent pacemaker implantation. Eighteen patients underwent 22 reoperations during the follow-up period. Those included pulmonary valve replacement (n = 12), right ventricle¿pulmonary artery conduit change (n = 8), and resection of right ventricular outflow tract (rvot) aneurysm (n = 3). No further adverse patient effects were reported. It was however not stated why the reoperations were necessary or device related, no device malfunction was noted and there was no mention of which patients were affected with the previous stated adverse effects. Citation: surgical outcomes in the treatment of patients with tetralogy of fallot and absent pulmonary valve european journal of cardio-thoracic surgery 2007 31 (2007) 354-359 doi: 10.1016/j.ejcts.2006.12.001.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Attempts were made to gather additional information without success. The author on the article could not recall any specifics to what events went to what specific devices. Date of deaths in this article is unknown and the date of death noted in the 3500 form above is an estimate. (B)(4).